Event description:
The complainant has reported that during a therapeutic procedure (stone removal) for treatment, a part of the pebax coating on the distal aspect of the guidewire was left in the pt's common bile duct. In the process of stone removal, after cannulation of the physician inserted the guidewire and the ercp cannula in to the bile duct. The physician noted friction. The stone and the fragment of pebax coating were removed surgically. The procedure was noted to be successful. The pt's condition was good.